Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 14, 2005. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor or no suction or phacoemulsification power. The procedure was not completed. Additional information has been requested. This is one of two reports being filed for the same facility.

Manufacturer narrative:
(B)(4).

Event description:
Additional information provided indicated the system was switched out to complete the case. There was no patient harm.